Event description:
A customer reported a malfunction with the pump, specifically mentioning malfunction code 16, which persisted even after attempting a reset. There was no adverse impact on the customer's blood glucose level as the levels did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.